Event description:
It was reported that during sleeve surgery, when the last load was bracketed, it did not clasp (approx. 3mm) which led to a leak of the patient. Two days later, the patient began with tachycardia and pain. A scan was done and he realized that there was a leak. The patient has been in the ICU for 3 weeks and has been ratcheted. Was there any harm to the reported patient or user? Yes . Did the patient/user require any medical or surgical intervention as a result of the event? Yes. Description: multiple examinations, scan, tracheostomy, quorurgical grooming, puncture by interventional radiology, using with endovac . Did the patient/user require prolonged hospitalization as a result of the event? Yes. Description: patient in the ICU . What is the patient/user status after the event? Serious. Was there a significant delay? No.

Manufacturer narrative:
(B)(4). Date sent 5/20/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical or medical intervention for this patient? Was there an additional surgical procedure to address the leak? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.